Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The remaining battery longevity had dropped from 21% to 15% in just over one month. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported. It was additionally reported that the patient presented to the emergency department as the s-ICD was emitting tones. The s-ICD displayed a code that was indicative of the battery depletion. The patient did not want a device replacement at this time and no changes were made to the device.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The remaining battery longevity had dropped from 21% to 15% in just over one month. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported.